Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that there were no ncrs generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states the tip of the proximal femoral nail antirotation blade in question did not rotate after attaching it to the impactor in question. It was reported in being stuck and not being able to be removed from the impactor. The surgeon used another blade, but different size, attached it to the extraction screw for pfna blade, and inserted them into the patient. The operation was extended for 15 minutes, but there was no adverse consequence to the patient. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: impactor with proximal femoral nail anti-rotation (pfna) blade attached/stuck. The blade is indeed stuck on the impactor as reported. The blade has a lot of scratches/marks on the outside indicating that an attempt was made at insertion but the tip is in perfect condition. The manufacturing documents for the lot were reviewed and it was produced meeting all specifications in january 2013. It is likely that the connection between the impactor and the pfna blade was over tightened during assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.